Event description:
Infection was reported. No further info was provided. Additional info has been requested from the healthcare professional, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).